Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after a tka surgery was performed on (B)(6) 2019, the patient underwent a revision surgery on (B)(6) 2021 due to pain. The surgeon states that the devices were not defective. No further information is available at this time.

Manufacturer narrative:
Section: h3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, the patient underwent a tka revision approximately 2 years post implantation due to pain. It was communicated that the requested clinical documentation was not available and the surgeon reportedly said ¿the devices were not defective¿. Without the requested clinical documentation, the root cause of the reported event could not be fully assessed or concluded. The patient impact beyond the reported pain and subsequent revision could not be determined. No further medical investigation could be rendered at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A complaint history review found related failures for the listed product type; this failure mode will be monitored for future complaints for any necessary corrective actions. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, patient reaction or loss of sterility. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.